Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of ventricular tachycardia (vt) noted where the device successfully delivered therapy, but the shocks were unsuccessful. The device was reprogrammed to avoid future occurrence, and the patient was stable with no consequences.